Manufacturer narrative:
Device evaluation: returned device was received in used condition and it was observed the red component in the one-way valve was missing. Evidence of reported problem in event log was found. During the evaluation of the device. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
It was reported that during the use of a smiths medical sacett suction above cuff et tube, the one way valve was found missing while in use leading to a tube change out. No adverse effects were reported.